Manufacturer narrative:
The recipient's hematoma has reportedly resolved. The recipient was medically cleared to resume device use. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced swelling. The recipient reportedly has a history of swelling. The recipient was reportedly prescribed a 10 day course augmentin. The recipient reportedly ceased device use. The recipient reportedly developed a hematoma. The recipient was prescribed an additional course of antibiotics (types unknown). The recipient reportedly discontinued device use.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The recipient has resumed device use without any reported issues. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.